Event description:
It was reported via repair work order that the footend side rails were stuck in the down position due to timing link pivots was corroded/rusty. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.